Manufacturer narrative:
Unit received with cracked case on display window corners, cracked lcd window, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube window, broken reservoir tube lip, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had been damaged. Customer's blood glucose level was 12 mmol/l at time of reporting. Nothing further reported.